Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 7.3, date: (B)(6) 2010, inratio: 5.2. Coumadin dose with held after 7.3 result on (B)(6) 2010. Pt noticed bruising the night of (B)(6) 2010. Target therapeutic range is 2.5 to 3.0.

Manufacturer narrative:
Investigation pending.